Event description:
It was reported that patient complains of increasing pain. Over the past 6 months, pain became functionally disabling in the activities of daily living. Some relief is obtained when they are non weight bearing. Combined with conservative treatment (nsaid's, activity modification, pain medication). Patient also noticed stiffness in the joint. X-rays confirms loosening of the tibial component. Surgical site treatment: revision/component removal.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The exact cause of the event could not be determined because of the limited information provided. Further information such as the returned product and a complete set of medical records are needed to fully investigate this event. (B)(4): not returned to the manufacturer.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that patient complains of increasing pain. Over the past 6 months pain became functionally disabling in the activities of daily living. Some relief is obtained when they are non weight bearing. Combined with conservative treatment (nsaid's, activity modification, pain medication). Patient also noticed stiffness in the joint. X-rays confirms loosening of the tibial component. Surgical site treatment: revision/component removal.